Manufacturer narrative:
The dealer stated that the snap for the seat belt has come off. Replacing part under warranty order (B)(4). No injury. No RMA issued at this time.

Event description:
Customer alleged the seat belt snap has come off. (B)(4). No injury alleged.